Manufacturer narrative:
Investigation: bd received photo samples from the customer facility for investigation. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd recommends the use of our bd vacutainer® trace elements tube (ref 368520 or 368521) for analysis of the following: manganese (mn), lead (pb), iron (fe), copper (cu), chromium (cr), cadmium (cd), arsenic (as), antimony (sb), magnesium (mg), calcium (ca), zinc (zn), selenium (se), mercury (hg). We have not validated any of the bd collection tubes for aluminum testing. A review of specimen handling parameters should be reviewed for this tube type.

Event description:
It was reported that 10 bd vacutainer® serum blood collection tubes experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 366430, batch no. Unknown. Verbiage received: there are trace amounts of molybdenum in this lot. Complaint 2 of 3. Phone conversation with customer. These were validation test with water used in tubes.

Manufacturer narrative:
PMA/510(k)#: preamendment. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 10 bd vacutainer® serum blood collection tubes experienced erroneous results which were noted after use. The following information was provided by the initial reporter: material no. 366430, batch no. Unknown. Verbiage received: there are trace amounts of molybdenum in this lot. Complaint 2 of 3. Phone conversation with customer. These were validation test with water used in tubes.